Event description:
Pt required premature generator change of accolade pacemaker. Pacemaker implanted (B)(6) 2017. Office notified through remote monitoring that device rapidly depleting battery life. Pt required generator change (B)(6) 2017.